Event description:
Information was received that reported a patient was hospitalized in 2007 due to diabetic ketoacidosis. The reporter states the patient's blood sugars had been running "high for a while," which culminated with the hospitalization on the same day. She was treated with IV insulin and fluids. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.